Event description:
It was reported that the ICD has recorded several episodes of noise present on the atrial bipolar egm. The physician performed isometric tests and noted that the noise was reproduced on the atrial channel. The physician decided not to change anything in the ICD programming.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.